Event description:
On 10/23/96, pt admitted for anterior cervical discectomy and fusion cervical 5-6 and cervical 6-7 using bone bank tricortical block and synthes cervical spine locking plate and cancellous expansion head screw and locking screws. Discharge instructions include no driving for 3-4 weeks, wear collar for 2 weeks. Pt did well, although she apparently had pop in her neck while still in hosp, but at time, no shoulder pain, later developed shoulder pain, x-rays revealed fracture of synthes titanium plate at cervical 6-7 level. Admit on 12/09/96 for removal of fractured cervical plate and collapsed bone graft. Replacement of synthes cervical spine plate and screws.